Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the manufacturing records review verified that the lots met all pre-release specifications. Additional device: (B)(4).

Event description:
On (B)(6), 2007, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. He did well post-operatively, and was discharged in stable condition. On (B)(6), 2008, the patient underwent another procedure to treat type ii endoleaks. Multiple collateral vessels were coil embolized. Follow-up imaging through (B)(6), 2009, showed aneurysm enlargement and a mycotic aneurysm. After multiple attempts, no further information was available. The patient has not since been followed by the physician's office.